Manufacturer narrative:
Examination of the returned device was unable to confirm the reported event of damaged threads. The threads located at the distal end of the do not appear to be damaged, and the threads at the proximal end of the inserter assemble and disassemble from the mating component. The overall condition of the returned device suggests moderate usage. A complaint database search on the provided product code identified similar reports which were attributed to misuse. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cross threaded inserter. Can not attach slap hammer.